Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that during the evaluation, a discrepancy was found between the medication present in the reservoir and the registered/programmed medication, which was why the responsible physician requested that the device be sent for technical analysis by medtronic. It was unknown if there were any environmental/external/patient factors that could have led or contributed to the issue. Actions/interventions taken included a pump replacement carried out on (B)(6) 2025. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was reported the symptom was sudden episodes of morphine intoxication alternating with periods of withdrawal. It was noted the programmed volume was 40mls. The volume that was filled into the pump was 40mls and the expected volume, first measurement expected volume of 23mls. Second measurement expected volume of 38mls. Regarding the observed volume, the first measurement expected volume was pump depletion. The second measurement was 35mls. The volume discrepancy and symptoms were resolved.

Manufacturer narrative:
H3: 8637-40 pump: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.